Event description:
Meter name: ot basic enhanced, strip name: one touch, meter code: 10, strip code: 8, strip storage: unknown, symptoms: sweating, shaking. A patient reported they were treated by emergency medical technician. Their meter allegedly was inaccurately low. The result on their meter was patient meter 36 mg/dl. The result on the emergeny medical technician's meter was unknown. The time difference between patient's meter and emergency medical technician was unknown. Treatment was insulin. Strips expired june 2001. No further information has been reported.